Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that there was pump error alarm displayed before open book image was displayed. Customer stated that the insulin pump had frozen display. Customer was not able to clear alarm. Customer stated that the time was not advancing. Customer stated that the buttons were not responding. Customer reported the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Pump buttons began to work in less than 5 minutes without battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.